Event description:
It was reported that patient presented in clinic after receiving a vibratory alert for high, out of range pacing lead impedance. Upon interrogation, it was noted that lead impedance had been gradually rising since (B)(6) 2017 with intermittent capture and low out of range r wave amplitude. No symptoms were reported. The lead was capped on (B)(6) 2017 and replaced. The patient was stable post procedure.